Event description:
It was reported that the right atrial (ra) lead exhibited a possible capture issue. It was also reported that the ra lead exhibited oversensing and undersensing. It was also reported that the ra lead an right ventricular (rv) lead exhibited high thresholds. It was also reported that the ra lead exhibited high and undefined impedance, triggering a warning. It was also reported that the ra lead exhibited a polarity switch. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.